Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 260.4120 was confirmed. Received on 28-apr-2025, lvp device was received unboxed and with paperwork. Error code 260.4120 appeared at power up. A damaged pressure sensor harness was found causing error code 260.4120 to appear. Device to be returned to san diego repair center for normal processing. Recommended bd san diego repair center to replace the pressure sensor harness. Failure investigation report attached to salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 260.4120. There was no patient involvement.

Event description:
It was reported that the device had error code 260.4120. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.